Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 375cc saline breast implant, catalog # 3501460, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 375cc and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that this report and manufacturer's report number 1645337-2018-05986 are duplicated. Any additional information received will be reported under the report number. Updates were made to the patient race/ethnicity and date of implant. Patient also reported left-sided breast pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the explantation date will be on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 375cc and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent removal of the implant on (B)(6) 2019. The device was returned to mentor without fluid inside. No foreign material was observed within the device, neither on the shell surface. During examination an area of missing material within crease was discovered on the anterior and the area of missing material was extended to posterior aspect, measuring approximately 6.1 cm x 7.4. Crease were discovered on the anterior and the extending to posterior aspect. A rent was found within crease on the anterior aspect, measuring approximately 0.2 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of mammary prostheses. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).